Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported the sensor would monitored for drift. It was recommended the site should not use the sensor data to treat the patient and continue to monitor for drift stability.